Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported there was a temperature error on the rf generator. There were no consequences to the pt. However, analysis of the returned catheter revealed a handle leak.

Manufacturer narrative:
Investigation of the returned catheter confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. This created a conductor wire short with the thermocouple which caused the reported error message on the generator. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address problems with handle leaks.